Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) connector assembly and hanger assembly were broken. It was also indicated that the red and white display wires were pinched but the insulation was not compromised. These parts were replaced and the epg was re-calibrated and passed final quality assurance tests.

Event description:
It was reported that the external pulse generators (epg) atrial and ventricular connectors were cracked, and the intravenous therapy (IV) pole hanger was broken. The epg was returned for service. No patient complications have been reported as a result of this event.